Manufacturer narrative:
Evaluation of the returned device could not confirm any leaking from the device. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The root cause of the reported issue could not be determined. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that the device was leaking. No patient injury was reported.